Event description:
Notes from the operative report: "the hysteroscope was easily introduced, noting that the endometrial canal to have multiple polypoid excrescences. I was able to visualize both tubal ostia, which appeared normal in circumference. Endometrial curettage was performed... The hysteroscope was reintroduced and appeared that the prominent polypoid excrescences were all removed. At this point, the hysteroscope was introduced after the uterus was sounded to 9 cm. The cavity width was 3.5 cm with a power density of 125. Cavity integrity check was performed and was passed. Once this was completed, I then proceeded with ablation of the endometrial lining for a total time of 75 seconds. The ammeter did appear audibly appropriate. When the novasure was removed, the hysteroscope was then introduced, and there was no suggestion of ablation at all of the endometrial lining. The electrocautery mesh was inspected without evidence of charring on mesh. The vacuum trap did show bloody fluid withdrawn during "ablation". It is unclear as to why this process happened, but I opted in light of this event, not to repeat the ablation. The uterus was then sounded again with a uterine sound to confirm that there was no evidence of perforation, of which, none was appreciated." There were no complications and the patient was discharged the same day.what was the original intended procedure?endometrial ablation.device #1is this a laboratory device or laboratory test?no.